Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a generator change with atrial lead revision due to high impedance and high thresholds was performed. During the procedure, the vein from the right was occluded so the patient was referred to an institution that does lead extractions, but was refused. Therefore, his physician decided to just put a whole new system on the left. There were no issues with the device implanted on the left side it was turned off instead of extracted because the patient has had issues with infection in the past and the physician did not want to open another pocket. The chronic atrial and ventricular leads were also left implanted on the left side. A new system was implanted on the right side. The patient is stable before, during and after procedure.